Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, stiffness, discomfort, clicking, grinding and weakness affecting mobility; metallosis and loose acetabular component after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
The pt was revised because of pain and loosening. Update: (B)(6) 2011 - medical records received. The revision operative report indicates that an abundant cloudy synovial tissue was noted within the affected joint space. Additionally there was blackened synovial tissue consistent with metallosis.